Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found that the device entered backup mode due to a known mechanism that can be encountered when too many high voltage charges are performed over a short period of time. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, and pacing functions of the device were tested and found to be normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator in backup operation. Premature battery depletion was also noted. The device was explanted and replaced. The patient was in stable condition.